Manufacturer narrative:
The patient and device codes in f10 were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device referenced in b5 is being filed under a separate medwatch MFR reference number.

Event description:
It was reported that suture placement in both the right and the left common femoral arteries was attempted with proglide devices, using the pre-close technique, via 8f sheaths prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred at both the right and the left common femoral arteries. The sutures of two additional proglide devices each were successfully placed at both the right and the left common femoral arteries using the pre-close technique. The sheath was upsized to 18f at the right common femoral artery and 24f at the left common femoral artery and the aaa procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures at both common femoral arteries. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in-training in the pre-close technique. No additional information was provided.